Manufacturer narrative:
The customer returned gds assembly was tested and no failures were identified. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.

Event description:
The customer reported a high o2 supply pressure alarm occurrence. No patient involvement reported.